Event description:
It was reported that the customer received the failed battery test alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer's father stated that neither the compartment nor the spring were damaged or corroded. The customer did not have a new battery to test at the time of the call. Advised customer that she would receive a battery out limit alarm upon inserting a new battery in the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.